Event description:
It was reported that during a "kissing" stent procedure, the physician advanced the second stent through the first one. However, the stent appeared to prematurely deployed and detached from the balloon. The stent became entangled in the first stent. This resulted in surgical intervention. Add'l info regarding identification of the vessel, surgical procedure and pt outcome is pending.

Manufacturer narrative:
Two stents were used during the procedure and the product info (catalog and lot number) for both devices was provided by the reporter. However, it is unk which lot number is associated with the reported device. The stent has not been returned for eval. The event investigation is currently underway. This event is being reported because this device is the same or similar to one marketed in the united states 510(k) - k052132.